Event description:
It was reported to philips that the device lost the live image, displaying only a white screen. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing coronary stenting when the issue occurred, and customer restarted the system to complete the surgery. The philips engineer received the complaint indicating that the display was black, and image was not reviewed. Customer asked third party service provider for repair service. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.